Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A healthcare professional reported that during surgery, they noticed that haptic broke upon insertion with no patient harm. Additional information has been requested and received stating that, while injecting the company iol the trailing haptic got entangled below the plunger. The plunger was withdrawn to engage the lens at the optic/haptic junction but the haptic broke while doing so as the friction between the metal and the haptic caused the haptic to break. The same thing happened with the second lens which was extremely rare and I have not seen it before. There was no problem with this lens when I had operated on the same patient in the other eye 1 week back. Suggestion of the surgeon was, the metallic plunger is a straight rod and if this goes above the iol it will not engage the lens and it cannot be advanced. If the plunger has a y shape at the tip then it is more likely to engage the lens in all instances. Additional confirmation received stating that surgeon felt it was a combination, and that there was the possibility as was in this case, of the haptic getting below the plunger and breaking.

Manufacturer narrative:
A sample was not received at the manufacturing site for evaluation for the report of an injector that damaged lens; therefore, the condition of the product could not be verified. No lot number was identified with this complaint; therefore, a device history record review could not be conducted. A sample was not received at the manufacturing site and no lot information is available; therefore, the root cause for the customer complaint issue cannot be determined. The manufacturer internal reference number is: (B)(4).